Event description:
It was reported by the customer the control module was having poor suction issues during a breast biopsy. Another control module was used to complete the case with no pt consequence.

Manufacturer narrative:
H3: evaluation summary: the control module was returned to the analysis site due to poor suction during a breast biopsy. The analysis site found that the control module had low vacuum pressure due to an inoperative vso. The vso was replaced to correct the customer's complaint. The control module was serviced, then functionally tested, and was found to operate properly. Complaint info is trended on a regular basis to determine if further investigation is warranted.